Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient recently lost weight, as a result the patient was experiencing pocket site pain. Surgical intervention took place on (B)(6) 2024 where the ipg was relocated to the patient's abdomen to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.